Event description:
It was reported that the patient presented to the clinic for follow-up. Post-paced t-wave oversensing was observed on the device. Programming changes were made. There were no adverse health consequences, the patient was stable.